Event description:
It was reported that the micro pituitary was broken during an unspecified spinal surgery. There were no reported patient complications.

Manufacturer narrative:
Additional information: product was returned. The upper and lower shafts of the instrument are broken, and both the upper and lower shafts are bent downward. The proximal in of the pituitary was not returned. The above observations are consistent with bend stress overload.

Manufacturer narrative:
(B)(4): the instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.